Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgery in which the inflatable penile prosthesis (ipp) was explanted because the device stopped cycling and he has persistent leakage. No further information was provided.

Event description:
It was reported that the patient underwent a surgery in which the inflatable penile prosthesis (ipp) was explanted because the device stopped cycling and he has persistent leakage. No further information was provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually and microscopically examined, and functionally tested. The cylinders had folds that indicate possible buckling of the cylinders in the proximal and in the middle of the cylinder bodies; a hole at the corner of a fold which led to a small leak was present in the proximal cylinder body. The ams700 momentary squeeze (ms) pump had no visual damages upon inspection but did not pass activation test. No anomalies were found with the reservoir. Based on the information available and analysis results, the activation issue identified in the pump and the leak observed in the cylinders could have caused or contributed to the reported clinical observation of mechanical issues.